Event description:
During a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick2 monorail balloon would not inflate to dilate a stent. It is noted that the lesion had been pre-dilated. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another catheter to complete the procedure. A medtronic everest inflation device was also used in this case, but the sizes and types of introducer sheath, guidewire, and guide catheter used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available.